Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, the entire device is slightly worn. The ¿dso¿ gasket has an air bubble. No problems were found in the event history log (ehl). The stated problem could not be confirmed. Due to the wording of the complaint, it was not clear if the customer means that the device itself doesn¿t automatically turn off or if there is no high-pressure alarm. Either way both scenarios could not be duplicated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The ¿dso¿ seal will be replaced, and a ¿pmu¿ will be calibrated.

Event description:
It was reported that the device doesn't turn off by itself. There was unknown patient involvement and unknown patient harm/adverse event reported. No additional information about the event can be provided.